Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative reported that during internal troubleshooting on released ent software, he removed the old headframe toolcard, removed the old patient tracker toolcard, and removed the new nipt patient reference toolcard. He rebooted the system and confirmed the toolcards were still not present in the procedure. He plugged in a nipt patient reference and then moved to register. The register page showed the new nipt tracker on the 3d model but the old registration instructions on the bottom of the page. He verified the registration probe in the divot, touched the next button on the nipt, and successfully registered. He moved into navigate and successfully navigated. He went back to the setup equipment page and confirmed there was still no patient reference toolcards in the procedure. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
During internal testing of a navigation system in the medtronic technical services lab outside of clinical setting, the rep was able to register a resin head model and navigate without any patient reference tool card added to the software. There was no patient involved with this concern.